Manufacturer narrative:
Isi has not received the fenestrated bipolar forceps (fbf) instrument involved with this event. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted after the product is received and failure analysis has completed their investigation or if additional information is obtained. A review of the instrument log for the product associated with this event shows that the fbf instrument (part#471205-17/k1022117-0529) was last used on (B)(6) 2022 on system (B)(4). The fbf instrument had four uses remaining after the last use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted partial nephrectomy surgical procedure, a fenestrated bipolar instrument sparked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, a fenestrated bipolar forceps instrument sparked. An intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted technical support to report the issue. The caller had the operating room (or) staff change the instrument out prior to calling in. The bipolar energy instrument was replaced with another fenestrated bipolar forceps and the instrument worked without sparking. The customer was advised to return the instrument for analysis. Error logs were reviewed with no issues found. The surgeon was proceeding with the case and the system was ready for use. The site was continuing the procedure and there was no reported injury. Multiple attempts have been made to obtain additional information from the customer concerning the reported event with no success.